Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2017, episodes with oversensing were recorded in device memories. In two episodes, persistence was sufficient to trigger shock therapy. The subject lead remains implanted and active. No relation with patient activity was reported. Some tests were performed during the follow-up, but the oversensing could not be reproduced. Reportedly, a re-intervention was scheduled on (B)(6) 2017.